Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device noted that 3cm of the distal tip was detached, this section was returned. There were no other anomalies noted to the device. It was reported that the device was held in the steam source for thirty seconds and the directions for use recommends holding the device in the steam source for approximately ten seconds therefore the device may have been held in the steam source for too long. Based on the investigation and the information provided it is most likely that handling of the device is the cause of the reported shaft break.

Manufacturer narrative:
Additional information from the user facility stated that there were no issues encountered prior to the reported event. The device had been held 10 - 15cm from the steam source for thirty seconds to shape the tip.

Event description:
During the steam shaping of the distal tip of the device, the tip broke off the device. There was no patient involvement.

Event description:
During the steam shaping of the distal tip of the device, the tip broke off the device. There was no patient involvement.